Event description:
It was reported that the left ventricular [lv] lead had dislodged and was not capturing approximately five days post implant. Therefore lv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.